Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event and an unrelated medical condition. The cause of peritonitis was unknown. The patient was treated for peritonitis with unspecified antibiotics added to the pd solution bags. While hospitalized, the patient underwent a surgical procedure to strip and reposition the peritoneal dialysis catheter. At the time of this report, the patient was recovering from the peritonitis event and surgical procedure. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Follow up information was received from the reporter. The nurse stated the patient did not experience a peritonitis event, but actually had experienced cellulitis of the leg which resulted in an amputation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.